Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was able to boot; however charging failed due to usb error. Functional testing was performed and failed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. An overnight discharge test was attempted unable to perform due to usb error. The receiver case was opened for an interior inspection, and failed. The reported event of receiver ceased to function was confirmed because of the observation of moisture damage. The root cause was determined moisture damage.